Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had poor coupling, and indicated they will charge for 8-10 hours and battery is not fully charge. It was reported the antenna was damaged. No symptoms reported at this time.